Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via the neurological surgery history and physical attachment (dated 2024-02-23) indicated that the patient had presented for evaluation for an intrathecal infusion pump malfunction. The patient underwent placement of the intrathecal infusion pump for postprocedural chronic pain syndrome in 2013 and had the pump replaced in 2019. The patient stated he had been getting good relief from his pump up until recently. The hcp stated that it had been identified that upon the last refill, the volume left in his 20cc pump was 17cc which indicated he was not receiving the medication prescribed. The pain management doctor attempted a dye study and met some resistance. However, during the dye study, the doctor initially met resistance and subsequently released with the patient becoming very lightheaded and fearing he was going to faint. The hcp stated that it was thought he may have gotten a bolus of medication. The patient's pump was filled with morphine, bupivacaine, and baclofen. The hcp then stated that the patient was able to go home on the day of his dye study, but once he got home, the patient became very sleepy and was hard to arouse and taken to the emergency room and was subsequently admitted. The patient stated he was given narcan in the intensive care unit. The patient subsequently became more awake and alert and was transferred from the intensive care unit to a general population floor and was released two days later. The doctor had readjusted his pump at a very low rate. The hcp further stated that the patient presented today ((B)(6) 2024) to have his catheter replaced for any "invents" there was an occlusion of the catheter which may be a granuloma that had developed at the distal end of the catheter. The patient had a medical history of hypertension, hypercholesterolemia, and shingles. The patient's surgical illnesses included a lumbar spine fusion, placement of an intrathecal infusion catheter and pump, placement of a neurostimulator, and left inguinal herniorrhaphy. It was also reported that the patient was on baclofen, hydrocodone, decadron taper, duloxetine, losartan/hydrochlorothiazide, and simvastatin. The patient's weight was also provided. The hcp stated that the patient presented signs and symptoms consistent with mechanical breakdown of an intrathecal infusion catheter. It appeared that the catheter may have a partial occlusion and had impaired the drug delivery of the pump. The patient had presently been placed on oral medication in the interim until the catheter breakdown could be addressed. The hcp stated that it had been recommended that the patient undergo replacement of the intrathecal infusion catheter and the patient was in agreement. According to the operative report, the preoperative and post-operative diagnosis was mechanical breakdown of intrathecal infusion catheter, post-procedural chronic pain syndrome and status post instrumented lumbar spinal fusion from l4-s1. The procedure included removal of intrathecal infusion from the lumbar l3-l3 interspinous interval and placement of medtronic ascenda intrathecal infusion catheter via lumbar, l1-l2, interspinous interval under fluoroscopic guidance. According to the description of the procedure, the anchor device for the previously implanted intrathecal infusion catheter was identified. Upon inspection of the catheter, it was noted to be looped and kinked. It appeared that there was a definite obstruction. The anchor device was then released of its anchoring suture. The intrathecal infusion catheter was then removed and the purse string around the catheter was secured. There was no flow of cerebrospinal fluid from once the dural defect had been secured. Attention was then directed to the adjacent interspinous interval, which was at the l1-2 level. A 14-guage tuohy needle was placed in the l1-2 interspinous interval under fluoroscopic guidance and entrance into the thecal sac with good return of cerebrospinal fluid. A new medtronic ascenda intrathecal infusion catheter was then passed throughout the tuohy needle and directed cephalad up to the t7-8 interspace. The old catheter was then shortened. The mesothelial sleeve was then incised and the pump was explanted. The intrathecal infusion catheter was disconnected from the pump and the remaining portions of the catheter was totally removed. A subcutaneous tunnel was developed between the two incision without passer and the new intrathecal infusion catheter was passed through this developed tunnel. The new intrathecal infusion catheter had good distal flow of cerebrospinal fluid and was connected to the intrathecal infusion pump. The pump was not replaced since it had remaining 30-month life expectancy. Once the catheter was connected to the pump, the access portal was accessed and the spinal fluid was aspirated, indicating a good co nnection between the intrathecal infusion catheter and pump. The patient tolerated the procedure well and the patient was transported to the recovery room in stable condition. According to the neurological surgery follow-up evaluation on 2024-03-20, it was reported that since the surgery, the patient had been doing very well. The patient was getting good coverage for this pain. It was also stated that the patient "was of oral narcotics". In the assessment, it was indicated that the patient had a functioning intrathecal infusion pump. The patient also had a magnetic resonance imaging (MRI) incompatible neurostimulator electrode array lead and pulse generator. The patient would like to have that removed. The motivation was that the patient had a recent stroke and because of the MRI incompatible ability of the neurostimulator, the imaging study could not be done. The patient did not use the stimulator and it was completely discharged mechanically nonfunctional. The hcp informed the patient that they needed verification that this was an MRI incompatible electrode array lead and pulse generator and they would see him back and would consult on having the neurostimulator electrode array lead and pulse generator removed. However, the hcp indicated that the patient would need ap and lateral thoracic spine films prior to that removal. According to the attachment dated 2024-02-07, the patient had a history of chronic lower back pain for years with post laminectomy syndrome. The patient was there for a pump evaluation. The hcp went over recent hospitalization and was given supportive measures with his breathing. The hcp also went over the need to change his intrathecal pump (itp) catheter due to blockage. It was noted that the patient had aching and constant left knee and lower back pain at a severity of 8/10. The pain was aggravated by walking, standing and bending. The pain was relieved by sleep and medication. The patient's pain score was 8/10 now and in the past month was 2-8/10. The patient felt generally well and there was no pain that was new for them. The patient's past medical history included a knee replacement, medtronic intrathecal pump (itp), post laminectomy syndrome and depression/anxiety. Medications included baclofen (20 mg oral tablet), cyclobenzaprine (10 mg oral tablet), dexamethasone (1.5 mg oral tablet), duloxetine (30 mg oral delayed release tablet), pf morphine 20 mg/ml, bupivacaine 10 mg/ml, and baclofen 1200 mcg/ml in 20 ml for itp, pf, l osartan-hydrochlorothiazide (50 mg-12.5 mg oral tablet), medrol dosepak (4 mg oral tablet), naproxen (500 mg oral tablet), oxycodone (10 mg oral tablet) and simvastatin (10 mg oral tablet). According to the attachment dated 2019-10-04, the procedure note was for intrathecal pump refill under fluro. It was noted that the patient was currently on 2.8 mg per day of morphine/bupivacaine with increasing benefit. The patient had been having moderate pain after being more active lately. The patient reported no changed in his health this past month and the oxycodone ir had also been very helpful for his breakthrough pain. He had been active and able to perform his activities of daily living (adls). The patient was noticing recent pain exacerbation spontaneously without any cause and the patient had been doing well this month since increase in the itp last visit. The patient presented today with moderate lower back pain and a pump refill. The patient also wanted a follow-up shot today (2019-10-04), if possible. The patient had aching and constant left knee and lower back pain with the severity at 5/10. The pain was aggravated by walking, standing and bending. The pain was relieved by sleep and medications. The patient's pain score now was 2/10 and ranged from 2-8/10 in the past month. It was noted that the they refilled his pump with morphine and bupivacaine at 3.14 mg/day. The patient tolerated the procedure well and did not experience any complications. The patient was then discharged in a stable condition. The patient's medical history included post laminectomy syndrome of the lumbar region, sciatica, chronic pain syndrome and lumbar radiculopathy.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving unknown morphine (10mg/ml at 0.064mg/day) via an implantable pump. The indication for use was unknown. It was reported that the previous catheter had gotten occluded by a kink in the catheter in the spine pocket. A dye study was performed to confirm occlusion in the pain management office. The patient was then sent to surgeon for a catheter replacement. The patient stated that they did not have any falls or changes to what they were doing. They just had a return of chronic pain in his back, and there was no comment from the patient about withdrawal symptoms. There was no set event or time that the catheter became occluded. During catheter replacement on (B)(6) 2024, after the occlusion was found, the surgeon tried to unkink the catheter and get it to stay in an unkinked position. They were unsuccessful to get it to stay that way. The catheter was removed and a new catheter was implanted and connected to the patient's pump. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Event description:
Information was received from a patient receiving intrathecal morphine, unknown drug, and baclofen (all unknown concentration and dose) via an implantable pump for chronic low back pain and non-malignant pain. It was reported that the patient had a malfunction with their pump - the tubing - where it dumped 2 months' worth of morphine in their system at once and they were in the ICU for 2 days. The patient stated that they cleared the blockage that caused it and that this was 2 months ago. The patient further reported that they reset them up and it had been working pretty well since then, referring to the recent catheter replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.